Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). It was also reported that the patient underwent an abscess drainage procedure on (B)(6) 2021. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 4, 2022.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device. Device analysis report attached. This report is submitted on march 02, 2022.